Manufacturer narrative:
H3: 81 other - the customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. However, distributor requested turbine characteristic file to program new main board from customer inventory stock. H3 other text: device will not be returned.

Event description:
It was reported to vyaire medical that the vela ventilator has transducer fault while on a patient. Furthermore, there was no patient harm reported with this event. Patient was moved to another ventilator.